Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, end cap address label fading and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that crack on reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.